Event description:
Triple lumen central line placed in patient on arrival to unit. About an hour or so after line being placed, and used, blue infusion port became completely disconnected at the cap. This left the IV line open with nothing being able to seal the line. Line clamped and physician notified of defect.